Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred after filling with 80ml of sodium chloride solution. There was no patient involvement. No additional information is available.